Event description:
Reportable based on the product analysis completed on (B)(6) 2012. It was reported that during a coronary stenting treatment procedure, no cross occurred. The target lesion was located in the severely calcified and tortuous left circumflex. The physician advanced the 2.50 x 16mm promus element stent to the lesion, but it was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). A visual and microscopic examination identified proximal stent damage. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. Device analysis revealed no other issues with the device. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).